Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a check patient line alarm which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) close and open the transfer set, pull up on all of the tubing, move the patient line clamp down the line, and inspect the patient line for kinks and occlusions. The hp stated that he changed out the cassette but did not change out the solution bags. The tsr informed the hp that when starting over with new supplies, all supplies need to be changed out and not just the cassette. The tsr advised the hp to start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the care giver on (B)(4) 2012. She stated that after starting over with new supplies, therapy went well. She stated that the plastic that the cassette was made out of seemed more brittle than usual and that the plastic itself was "bubbly" (not air in the lines) and not as clear as usual. There were no samples available (they had all been burned), and she did not recall the lot. She had spoken to the nurse about swapping out a partial set up. Therapy since has been going well, and there were no adverse effects reported in relation to this event.